Manufacturer narrative:
Zimvie complaint number (B)(4). D1: d4: g4: h4:

Event description:
Doctor reported that screw fractured and remained inside implant at tooth site 36, and the implant was removed.